Event description:
It was reported the patient¿s blood glucose level reached 22 mmol/l (396 mg/dl). The pod was worn between 25 and 36 hours on the abdomen. It was noted that the cannula was possibly not inserted correctly into the infusion site. No information was provided on how the hyperglycemia was treated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. Inspection of the bottom housing and environment seal found no damages that would indicate that the needle mechanism deployed into them. A root cause for the reported unsure properly inserted cannula could not be determined.